Event description:
It was reported that a routine testing was carried out, which showed 6 electrode channels with status 'hi' and 2-3 short circuits.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.